Event description:
The scissors arm broke off from the joint and fell when the hygienist was moving the x-ray unit into postion to take an x-ray on a patient. The x-ray unit was being postioned to the side of the patient, so it did not fall onto the patient.

Manufacturer narrative:
There was no patient or user injury with this event. The materials that hold the p-link pin in the arm joint broke causing the pin to fall out allowing the arm to drop. The unit was repaired with an arm replacement by a dealer service technician.